Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/ not provided. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Initial reporter's last name: unknown/ not provided. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their emerald cartridges had a damaged tip. Cartridge tip was in contact with eye as the issue identified during implantation. No patient injury reported. No further information provided. This MDR report pertains to the second cartridge. A separate MDR report is being submitted for the first cartridge.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer - yes. Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed no additional complaint folders for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.